Event description:
First of all, the initial time, the doctor couldn't place the both coils in. I came back (B)(6) for the second coil to be placed. There was a lot of cramping and pain. Apparently she needed a longer scope for my one side. I do have a tilted uterus, which I don't know if that was why she couldn't place the second one in. Over the past 3 years I have had yeast infections, bacterial infections, bladder infections, hair loss, very bad periods, stabbing pain, bloating and now red blood shot eyes. I would get an infections all the time and was on antibiotics constantly. My periods were so bad I could not function for 3 days because it would just pour out of me. I got a dnc done and that didn't help, my blood counts were down because my body could not keep up with the blood loss. I then got the novasure done and that definitely helped with me not really having my period anymore. Instead, now I have a stabbing pain for 3 days and it feels like a knife is stabbing me. I recently have had blood shot eyes since (B)(6) and I thought it was dry eye and have been using eye drops and have to use visine to take the red out of my eyes. I come to find out that the blood shot eyes is a sign of chronic inflammation. This is probably from my stomach because it just seems to be getting bigger and bigger and I think it is because I am swollen inside. I eat very well, all veggies, fruit, fish and chicken, so it isn't like I eat junk. It is so frustrating. I also just found out I have a vitamin d deficiency. The list just keeps getting longer and longer. I am now in the process of getting a CT scan and ultra sound and hopefully I am on my way of getting these things out of me and getting on with my life. This experience has been terrible and the doctors make you feel like you are crazy.